Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states it was discovered that the patient has a nickel allergy. The surgeon removed attune femoral, tibial tray, the patella remained implanted, surgeon replaced components with aesculap as implants. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.